Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative verified and adjusted the photo monitor (pmons), then cleaned the dirty optical adapter to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to dirty optics. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic laser system exhibited low energy. Procedure details information is unknown. There was no report of any patient harm. Additional information has been requested.